Manufacturer narrative:
The technician found loose pins in the bed interface unit side of the communication cable. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the bed has no nurse call, entertainment or lighting functions. No pt impact.